Manufacturer narrative:
The customer observed higher than expected vitros amon quality control results from vitros liquid performance verifier control fluid using vitros amon micro slides on a vitros 5,1 fs chemistry system. A user error related to the use of expired reagents is the likely assignable cause. In addition, an unidentified instrument issue cannot be ruled out as a contributing factor as the customer would not perform recommended testing to verify instrument performance.

Event description:
The customer observed higher than expected vitros amon quality control results from vitros liquid performance verifier control fluid using vitros amon micro slides on a vitros 5,1 fs chemistry system. Level 2 results: 247.0 and 235.0 umol/l vs. Expected 194.2 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).